Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the competitor's right ventricular (rv) lead was stuck in this pacemaker. The setscrew was stripped and the physician needed to implant new rv lead. This device was successfully explanted and replaced. No adverse patient effects were reported. The device is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.